Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was a positioning issue. Following initial placement, it was reported that the device dropped in the left ventricle. Repositioning was attempted; however, the pigtail was caught in the papillary muscle. The pump was eventually pulled back, however it jumped into the aorta. Multiple attempts were made to re-advance the device, but the pump subsequently kinked and the decision was made to switch out the pump. The pump was explanted and replaced with another impella cp pump for continued support. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.